Event description:
It was reported, the us-scope / us-probe exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found a reportable stain was seen across the image. Leak from biopsy channel and angulation was not to specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The customer's complaint was not confirmed during the device evaluation. Based on the results of the investigation, as the no image symptom could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.